Event description:
Philips received a complaint from the customer on the v60 indicating that the unit has an error code 1109 machine pressure sensor auto zero failed message in the event log. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided steps to the customer per the service manual advising: 1) verify pin alignment between solenoids and the da pcba. 2) replace the machine auto-zero solenoid (sol 2 and sol 4). 3) replace the da pcba. The rse also emailed the customer a service manual, so he has it to reference to repair unit. The ventilator is in the process of being repaired. The investigation is ongoing.

Manufacturer narrative:
The customer replaced solenoids 3 and 4 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.